Manufacturer narrative:
Instrument a: missassembled cartridge reload. Instrument b: c9cl4h; expiration date: 06/13/2011; MFR date: 07/13/2006; instrument c: c9cl4h; expiration date :06/13/2011; MFR date: 07/13/2006. Evaluation summary: the sw100 device (a) was returned in good condition and with one cartridge reload unit present. The cartridge reload was misassembled. The sw100 device was examined and was found to be functional. The device was then reloaded with a test cartridge, cycled, fired, and properly formed the knot. The sw100 device (b) was returned in good condition, but with no cartridge present. The device was examined and was found to be functional. The device was then reloaded with a test cartridge, cycled, fired, and properly formed the knot. The analysis results found that the sw100 device (c) was returned with the cartridge base bent. No functional test could be performed due the returned condition of the instrument. The batch history records were reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a laparoscopic nissen procedure, they used three devices and they were cutting through the suture, the reload was loaded upside down in the package and they could not use the reload. They open a new like device to complete the case. They also stated they could not cinch the suture down. The sales rep will inservice the account for this issue. There was no pt consequence reported.